Event description:
Additional information was received from the patient's treating neurologist indicating that the cause of the patient's death was stomach cancer, which was not believed to be related to the vns device or therapy. The neurologist also indicated that the lead and generator were not explanted at the time of the patient's death.

Event description:
Follow up with the funeral home director also indicated that the patient's vns system was not explanted after the patient's death.

Event description:
It was reported that the patient passed away. The date of death was found to be (B)(6) 2011. Attempts for additional information pertaining to the cause of death and the relationship between the patient's death and vns have been unsuccessful to date.